Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿the fate of cementless jumbo cups in revision hip arthroplasty¿ by j. V. Patel, et al, published by the journal of arthroplasty (2003), vol. 18, no. 2, pp. 129-133, was reviewed. The purpose of this article was to review the minimum 5-year experience with cementless jumbo cups used to treat failed acetabular components with associated acetabular bone defects in 43 hips implanted between 1988-1996. The authors used both depuy and competitor jumbo cups and liners. The manufacturer of the revised products as well as the femoral components used in the revision surgery are unknown. Implanted depuy products: 21 duraloc cups with locking rings paired with an unknown acetabular liner. Results: 1 dislocation treated with closed reduction. There is insufficient information provided to determine if the dislocated hip was manufactured by depuy. 1 revision of unknown components due to recurrent dislocation. There is insufficient information provided to determine if the revised products were manufactured by depuy. 1 duraloc cup revised due to pain and aseptic loosening secondary to inadequate osseointegration of the device. There was no reported product problem with the explanted liner. 1 liner revised secondary to loosening of an unknown femoral stem. The liner was explanted to accommodate the new unknown femoral head size. The duraloc cup was well fixed and left in situ. There was no reported product problem with the explanted liner. Captured in this complaint: duraloc acetabular cup: implant loosening of the bone to implant interface. Health impact codes: surgical intervention and medical device removal. Symptoms codes: pain and inadequate osseointegration. Acetabular liner: implant dislocation. Health impact codes: surgical intervention and medical device removal. Symptoms code: joint dislocation. "

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.